Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR) for both the nail holding screw and the target device. The item returned was documented as meeting specifications prior to distribution. The functional test revealed that all products are still functional; the reported jamming of the nhs could not be reproduced. No signs of fretting were found on the nhs and the target device. Previous cases were investigated internally; the jamming of the nhs could not be reproduced. Most likely the user brought too much torque to the nhs during assembling of nail and target device. Therefore the case is attributed to an inadequate usage.

Event description:
It was reported that the doctor put the extraction nut on the threaded rod, tightened down, used too much torque and it broke. Previous surgeries were of competitive product.

Event description:
It was reported that the doctor put the extraction nut on the threaded rod, tightened down, used too much torque and it broke. Previous surgeries were of competitive product.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.